Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the femoral impactor broke upon impaction of the femoral trial.

Manufacturer narrative:
Actual device evaluated, visual inspection, manufacturing review. Fracture problem, wear problem. Known inherent risk of procedure. Complaint sample was evaluated and the reported event was confirmed. A visual inspection of the device revealed it had a fracture however, the fragment piece was not returned. The instrument was manufactured in (B)(6) 2012 and therefore, had been in the field for approximately 3 years 11 months. It is unknown how many times this device had been used during that time. DHR was reviewed and no discrepancies were found. According to the results of an earlier investigation, this type of failure is attributed to the devices being subjected to higher stresses. Per the package insert of these instruments, end of life is normally determined by wear and damage due to use. Prior to use, the instrument should be carefully inspected and not used if damage or wear that may compromise its function is noted. It was considered that overloading and/or fatigue (wear and tear) are the root causes of the issue. The reported issue appears to have been caused from use and not related to a significant design or manufacturing issue.

Manufacturer narrative:
This report will be amended when our investigation is complete. Device received but not yet evaluated.